Event description:
Procedure: sleeve gastrectomy. According to the reporter: doctor was at a conference attended by covidien over the weekend and has highlighted the fact that one of the idrives he uses has become unusable. After liaising with the doctor, he tells me that when a reload is on the idrive and is articulated the reload jumps and actually returned to the centre position in a case he had recently. From what the doctor has explained to me he had an articulated reload on a stomach and put the idrive into fire mode, the button was depressed to begin firing and the reload straightened up when firing was initiated. No harm done to the patient in what was reported to me. The reload goes from an articulated orientation to center during firing. No tissue damage, no blood loss of 500ccs or more, and surgical time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).